Manufacturer narrative:
H6: evaluation: visual inspection of the lens showed the lens was stuck in the cartridge. No visible damage to the cartridge and the injector nose cone was broken. There was evidence of surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined.

Event description:
The nurse stated a 3-piece silicone lens model aq2010v was stuck in the cartridge prior to insertion. The base of injector was not holding the cartridge and the tip of the injector was damaged. The nurse stated the cause was unknown. The lens was not implanted and there was no patient contact or injury. An msi-tm injector, lot number unknown, and the aq cartridge fp, lot number 1195182, were used.